Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an inset infusion set, with blood glucose reaching 478 mg/dl and remaining elevated for approximately 5¿6 hours; the user announced the same meal twice and later performed a full site change, tubing fill, and then switched to a contact/detach infusion set, after which blood glucose trended down. Symptoms included no reported clinical effects. Outcomes included no need for medical assistance, no hospitalization, and no use of backup therapy or ketone testing. Investigation included review of device data, user interview, and troubleshooting of the infusion set and tubing. Investigation of this case revealed that hyperglycemia was associated with improper meal announcement and a likely infusion set or site issue that resolved after changing to a different infusion set. It was concluded that the cause of the hyperglycemia was unclear, with contributing factors including duplicate meal announcement and a probable infusion delivery issue that improved after switching infusion sets.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.